Event description:
During surgical procedure, used ethicon endopath 35 mm staple line. Upon release of the stapler, there was a malfunction. The staples did not come out of the cartridge when fired which caused the artery to bleed.